Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted positive on (B)(6) 2020 when using the simplexa covid-19 direct assay. A second swab sample was obtained on (B)(6) 2020 and resulted negative on the initial simplexa test, then positive on repeat later that day. No run files were provided for analysis. The customer stated that for each positive result the cts were around 24 and detected both s gene and orf1ab. The customer's device and suspected false negative sample was not provided for investigation. Retains of the suspected device were tested on 11/5/2020 with 16 replicates of mol4160 positive control and both s gene (avg CT = 26.7) and orf1ag (avg CT = 27.2) were detected on all replicates. No false negatives occurred. No malfunctions occurred. This is the 1st complaint on mol4150, lot# x9311n for suspected false negative results. Batch record review showed the critical component, reaction mix mol4151, lot# x9308n, met all qc release criteria prior to kit release. Mol4151, lot# x9308n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 26.7 (s gene) and 28.6 (orf1ab) and the internal control avg CT = 31.6. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted positive when using the simplexa covid-19 direct assay. A second swab sample was obtained the next day and resulted negative on the initial simplexa test, then positive on repeat. The customer confirmed the alleged false negative results were not reported to a diagnosing physician due to the discrepancy with the repeat tests and no alleged harm occurred. Patient sample was nasopharyngeal swab in copan vital transport media. Other patient information and sample collection method was not provided.